Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, d9 g3, g6, h1, h2, h11. The following was performed by, technician of the maquet failure analysis and testing (fat) department wayne. The failure analysis and testing department received the following part associated with this complaint: kip drive manifold. This part was received with a reported unit failure message of k6,k6a,k7,k8 leak test failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold into the cs300 test fixture and tested to the factory specifications cs300 service manual. The failure analysis and testing department performed k6,k6a,k7,k8 leak test and passed within factory specifications. The failure analysis and testing department could not verify the failure message of k6,k6a,k7,k8 leak test fails. Drive manifold passed testing. Sending drive manifold to the supplier for analysis per procedure. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part. They stated the has a leak on k6 solenoid. Root cause for this part is the k6 solenoid but no other information was given. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) in order to fix the issue replaced manifold drive (0104-00-0018)- k6, k6a, k7, k8 leak test passed after replacement. Functional tests and safety tests performed and passed according to factory specifications. Machine returned to customer for clinical use. The failure analysis and testing department received the following part associated with this complaint: drive manifold. This part was received with a reported unit failure message of k6, k6a, k7, k8 leak test failed. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold into the cs300 test fixture and tested to the factory specifications per procedure. The failure analysis and testing department performed k6, k6a, k7, k8 leak test and passed within factory specifications. The failure analysis and testing department could not verify the failure message of k6, k6a, k7, k8 leak test fails. Drive manifold passed testing. Sending drive manifold to the supplier for analysis per procedure. Failure analysis received from the supplier for the part. They stated the has a leak on k6 solenoid. Root cause for this part is the k6 solenoid but no other information was given. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit has k6,k6a, k7, k8 leak test failed. There was no patient involvement.